Manufacturer narrative:
Concomitant medical products- model: 4136, competitor lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead had triggered an alert for high thresholds. It was noted that the threshold appears to measure high chronically. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.